Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail antirotation (tfna) nail broke. A patient presented in the emergency room on (B)(6) 2015 and x-rays were performed. It was determined that the nail broke at the nail/blade interface. Original implant was (B)(6) 2014. This report is 1 of 1 for (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown - tfna nail/unknown lot number.: original implant date was (B)(6) 2015. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.